Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer indicated that the sample in question was lipemic. A siemens headquarters support center specialist (hsc) reviewed the instrument and event data. The customer occasionally does not receive two sample tubes. The operator may pour off one tube into the sample cups. Pouring off sample from the primary tubes into the sample cups may cause sample integrity issues. The aspiration profile data indicated that the aspiration of the sample in question was atypical when compared with other cardiac troponin-I (ltni) samples. This was either due to particulate matter in the sample or increased viscosity such as from a partial clot. The repeat results of the sample in question, quality controls and calibrations were acceptable. The hsc specialist concluded that the event is consistent with sample integrity issues. There were no indications of an instrument or reagent issue. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on a dimension exl 200 instrument. The initial result was reported to the physician(s), who questioned the result. The patient was admitted in the hospital for observation. The original sample was repeated on the same instrument, resulting lower. Three hours later, a new sample draw was obtained from the patient and tested on the same instrument, also resulting lower. The repeat result obtained with the original sample was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences as a result of the discordant, falsely elevated ltni result.